Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient presented to surgeon on an unknown date complaining of pain and hardware protruding through the soft tissue of the mouth. Patient was initially treated for a self-inflicted gunshot wound at another hospital on (B)(6) 2011 with rigid fixation. The surgeon removed one matrixmidface screw and a portion of a mesh plate on (B)(6) 2013, all other hardware remains implanted. The surgeon debrided the bone and the patient is receiving antibiotic therapy. This report is for an unknown mesh plate. This is report 2 of 2 for (B)(4).